Manufacturer narrative:
The reported complaint of a possible leaking solex 7 catheter (lot #93256) that caused the flow meter indicator not rotating on the start-up kit (suk) was not confirmed during functional test and visual inspection. No issues or discrepancies were found on the returned catheter. The returned solex catheter performed as intended. The probable cause of the flow meter indicator not rotating could be due to the start-up kit (suk). The suk was not returned for investigation. Visual examination of the returned solex 7 catheter found no physical damage. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residues on the balloons. Functional pressure leak test of returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned icy catheter was connected to our standard suk and ran with the thermogard system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The red pinwheel on the known good suk was observed spinning. The saline was circulating in both cooling and warming mode. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process.

Event description:
After 6 hours of ivtm therapy, customer noticed that the rotor pump on the thermogard ivtm system was rotating, however, the flow meter indicator of the start-up kit (suk) was not. The customer disconnected the suk and saline fluid was running out of the solex 7 catheter (lot #93256) socket at low pressure. They flushed the catheter by hand but was unsuccessful and so the catheter was removed. After the removal of the solex catheter, another attempt was made to rinse through, with a lot of pressure this was successful. Patient ivtm treatment was discontinued because there was no other catheter available. No patient consequence was reported.